Event description:
Trimport device explanted. Distal end of catheter was completely term from the device. In 2000 the previously referenced trimport device was explanted from the patient. This was necessary because the last 5 1/8" of the distal end of the catheter had been completely torn from the device. The device had been implanted in 2000. The explanted device was examined by MFR. The portal and approx 1 5/8" of the catheter was properly connected and intact. The remainder of the catheter was approx 5 1/8"j long. Co found that one end of the catheter was noticeably compressed or "fish mouthed".